Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that coring occurred during use with a protector p55. The following information was provided by the initial reporter, "when preparing abraxane, coring occurred. In case of root cause was membrane issue, please specify whether it's from vial or infusion bag. 1 l connector, 4 injectors and 1 filter will be returned too, please investigate them too. Customer commented fm can be on the filter." 2 occurrences were reported.

Event description:
It was reported that coring occurred during use with a protector p55. The following information was provided by the initial reporter. "When preparing abraxane, coring occurred. In case of root cause was membrane issue, please specify whether it's from vial or infusion bag. 1 l connector, 4 injectors and 1filter will be returned too, please investigate them too. Customer commented fm can be on the filter." 2 occurrences were reported.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers suspected to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 1902122, d.4. Medical device expiration date: 01/31/2024, h.4. Device manufacture date: 02/22/2019, d.4. Medical device lot #: 1901110, d.4. Medical device expiration date: 12/31/2023, h.4. Device manufacture date: 01/21/2019. H.6. Investigation summary: two protectors along with two injectors and one l-connector were returned to our quality team for investigation. Upon visual inspection, no foreign matter was identified within any of the samples so the coring could not be verified. A device history record review found no non-conformances associated with this issue during production of suspected lots 1902122 or 1901110. Different factors can impact coring tendencies, therefore based on this investigation, the root cause cannot be determined. It is important to note the following: quality of the rubber stopper have a great impact on coring tendency, also the capping conditions; phaseal needles are design to reduce the coring tendency and if the user makes a bad connection or turn the protector on the cap of the vial rather than insert it vertically, the cannula of the protector because of the rubbing with the stopper of the vial may cause detachment of particles from the cap of the vial. Prior to the investigation of the complaint a CAPA 688697 was opened to assess coring defect. H3 other text : see section h.10.